Event description:
The lead was reported as partially explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation with migration away from the lead body. A portion of the j wire remained implanted. The remaining portion of j wire has been explanted with no further complications.